Event description:
The original report received from the affiliate indicated dilatation/pumping slowness. No injury on the patient. The physician succeeded after he changed another balloon. Additional information received stated that the balloon (fire star 2.5*15mm) was dilated very slowly, and also deflated very slowly (30 seconds). The physician needed to use force to withdraw the balloon. During the procedure, these events caused a myocardial infarction (mi) due to blood-flow obstruction. The patient is a (B)(6) male. The target lesion location was the left anterior descending artery (lad). The vessel was described as calcified. The product looked normal when taken from the packaging. The product was properly inspected and prepped, and no anomalies were noted. The balloon was advanced to the target site and eight atmospheres of pressure was applied. Upon inflation, the physician noticed that the balloon dilated very slowly. When he attempted to remove the balloon, he noticed that deflation was slow (30 seconds). He also experienced difficulty withdrawing the balloon from the patient and needed to use excessive force to withdraw the balloon. As a result of the deflation and withdraw difficulty, the patient suffered an mi due to obstruction of blood flow. The physician successfully completed the procedure after he changed to another balloon. After the procedure, it was found that the same problem still existed in vitro testing.

Manufacturer narrative:
Amended with additional information: the complaint report stated that the 2.5/15mm firestar ptca balloon inflated and deflated very slowly (30 seconds) and that the physician needed to use force to withdraw the balloon. In the original complaint report from (B)(6), it was stated that a myocardial infarction occurred due to blood-flow obstruction. The affiliate and physician then confirmed that this was a translation error and these events caused the patient to feel uncomfortable but with timely treatment, his symptoms quickly disappeared and there was no evidence of mi post-procedure. The target site in the lad was calcified. No anomalies were noted on the firestar prior to use and it had prepped normally. The balloon was advanced into place and inflated to 8atm. The physician felt the balloon dilated very slowly and noted that deflation took 30 seconds. The brand of contrast and contrast to saline ratio of the inflation medium was not provided. There was difficulty removing the balloon and the physician used force to withdraw it. After the balloon was removed from the patient, the physician inflated the unit outside the patient and "the same problem still existed." The procedure was completed with another device. One non-sterile 2.5/15mm firestar ptca balloon catheter was returned for analysis. Inflation medium was observed in the shaft and balloon. No damages were observed on the shaft. A guidewire was inserted into the sds without resistance or friction, pressurized water was applied with an indeflator and the balloon could be inflated and deflated without difficulty. When the balloon was deflated, the guide wire was removed without resistance or friction. A review of the manufacturing documentation associated with this lot showed that one balloon was rejected for inflation issues and the rejected units (for all issues) were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Balloons are 100% tested for inflation prior to release. The complaint was not confirmed during functional testing; the balloon inflated and deflated without problems. It cannot be determined if procedural factors may have contributed to the inflation/deflation difficulty. No actions will be taken at this time.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
The complaint report stated that the 2.5/15mm firestar ptca balloon inflated and deflated very slowly (30 seconds) and that the physician needed to use force to withdraw the balloon. As reported, these events caused a myocardial infarction due to blood-flow obstruction. The target site in the lad was calcified. No anomalies were noted on the firestar prior to use and it had prepped normally. The balloon was advanced into place and inflated to 8atm. The physician felt the balloon dilated very slowly and noted that deflation took 30 seconds. The brand of contrast and contrast to saline ration of the inflation medium was not provided. There was difficulty removing the balloon and the physician used force to withdraw it. After the balloon was removed from the patient, the physician inflated the unit outside the patient and "the same problem still existed". The procedure was completed with another device. One non-sterile 2.5/15mm firestar ptca balloon catheter was returned for analysis. Inflation medium was observed in the shaft and balloon. No damages were observed on the shaft. A guidewire was inserted into the sds without resistance or friction, pressurized water was applied with an indeflator and the balloon could be inflated and deflated without difficulty. When the balloon was deflated, the guide wire was removed without resistance or friction. A review of the manufacturing documentation associated with this lot showed that one balloon was rejected for inflation issues and the rejected units (for all issues) were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Balloons are 100% tested for inflation prior to release. The complaint was not confirmed during functional testing; the balloon inflated and deflated without problems. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action (inherent risk of the procedure) combined with the vessel/lesion characteristics (calcified lesion) may have contributed to the patient's mi. It cannot be determined if procedural factors may have contributed to the inflation/deflation difficulty. No actions will be taken at this time.